Event description:
Spontaneous: patient informed us that the pump she is currently infusing with isn't working anymore and it stopped working during her infusion on (B)(6) 2021; no further information. Unknown if pt missed a dose or received an incomplete dose; no adverse event reported; unknown if available for return; unknown lot/expiration. No further information known. Reported to (B)(6) by: patient/caregiver.